Manufacturer narrative:
Sample eval: received one empty and used pump for eval and investigation. The pump was refilled with normal saline solution to the reported fill volume of 250ml and a flow rate accuracy test was conducted. The pump infused within spec. The directions for use contain a caution for underfilling the pump: "cautions: actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate".

Event description:
I flow received a report stating, flow rate too fast; pump infused in 1 hour and 35 minutes instead of 2 hours and 30 minutes. Fill volume 250ml. Medication, solumedrol. Flow rate 100ml/hour. I-flow has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the I-flow complaint database and identified as record (B)(4).